Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. The customer applied more force to the button to resolve the issue. Additionally, the pump touch screen was delayed in responding to touch and the display was dimmer than expected. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged between 350-400mg/dl.